Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files. The reported event of bent pins in one of the system controller (serial number: (B)(6) power cable connectors was not confirmed; however, three of the pinholes on the white power cable connector of the returned controller were observed to have pins from a power module patient cable stuck inside of them. The submitted log files and the log file downloaded from the returned controller contained approximately 4 days of data combined (26oct2020 ¿ 30oct2020 per the timestamp). A backup battery fault alarm was active on 26oct2020 from 11:33:54 to 11:55:17 due to the backup battery being passed the use by date. The alarm appeared to resolve when the backup battery was fully charged. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Visual inspection of the returned system controller revealed that there were pins stuck in pinhole numbers 5 (transmission communication), 6 (receiving communication), and 7 (digital ground) of the white power cable connector. The pins were removed from the connector in order to perform testing on the controller. After removing the pins, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. No other issues were observed. The root cause of the report backup battery fault alarm was determined to be due to the backup battery being passed the use by date. The root cause of the reported event of bent pins in the system controller power cable connector could not be conclusively determined through this analysis. The root cause of three pins being stuck in the pinholes of the white system controller power cable connector could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off, low flow hazard, low speed hazard, driveline fault, and driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also provide guidelines for properly connecting and disconnecting the power cable connectors. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how maintain the backup system controller and how to replace the running system controller with the backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pcx-14977 was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller had bent pins. The controller was exchanged. No further information was provided.